Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics on (B)(6) 2016.

Manufacturer narrative:
This report is filed on december 06, 2016. This report is submitted by cochlear limited on behalf of (B)(4). Registration number 3009092818. Exemption number e2016011.

Event description:
Per the patient's surgeon, the patient experienced a loss of osseointegration (date not reported) and (B)(6) infection at abutment site. Clinical management is ongoing. The implanted device remains.